Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) two days post implant. The root cause was not determined. An invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.